Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: st. Jude lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient is deceased and died approximately four months post device replacement and addition of a left ventricular lead. No atrial lead was present as the patient had known atrial fibrillation. The patient is reported to have been admitted to the hospital due to decompensation and abdominal fluid edema. The patient was diagnosed with heart failure and diastolic cardiomyopathy. A procedure was performed to remove excess fluid from the abdomen. The following day the patient developed atrial fibrillation with rapid ventricular response, developed ventricular tachycardia and died. It was noted that supraventricular tachycardia episodes were detected and therapies were retained due to device programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.